Manufacturer narrative:
Initial reported is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. As appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed.

Event description:
It was reported on (B)(6) 2020, a synfix evolution aiming device holder arrived in a set broken. It is unknown where the issue was discovered. There was no patient involvement. This complaint involves 1 synfix evolution aiming device holder. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.835.004, lot: 3l62886, manufacturing site: hägendorf, release to warehouse date: june 04, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the synfix® evolution aiming device holder was received at us customer quality (cq). Upon visual inspection of the complaint device, the core part and locking sleeve were jammed and unable to disassemble. There was no evidence of physical device breakage. No other issues were identified during the inspection functional test: functional testing was performed with the returned devices and it was observed that the core part and the locking sleeve were not able to be disassembled as intended due to jammed condition. The received condition does not agree with the complaint description for broken instead it is confirmed for jammed. Dimensional inspection: a dimensional inspection was not performed as the relevant features of the aiming device holder are inaccessible due to the jammed condition. Document/specification review: the following current and manufactured drawing were referred: aiming device holder no design or manufacturing defect or deficiency was observed during the investigation. Conclusion: the overall complaint was confirmed for the received synfix® evolution aiming device holder as there was a device interaction issue but the reported broken condition cannot be confirmed. A definitive root-cause could not be determined; it is possible that the components experienced unintended forces leading to an internal mechanical failure. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.